Manufacturer narrative:
Pump model- 72400098 lot sn- (B)(4) mfg date- 11/19/2013 exp date- 11/13/2018 gtin- (B)(4). Returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and a control pump. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded the cuff performed within product specifications. The ams800 pressure regulating balloon was visually and microscopically examined. No leak was found. The balloon was not functionally tested due to the original balloon pressure rating is not known. Inspection of the remainder of the device revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for a mechanical issue. The ams800 control pump was visually and microscopically examined, and functionally tested. No leaks were found. The pump failed the poppet pressure test at 22.8 psi. It did not perform within the product specifications 14.4 - 22.6 psi. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint was confirmed for a mechanical issue. Correction updated to include device analysis.

Event description:
It was reported that due to a malfunction the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Additional information was received that the patient was unable to put pressure on the cuff. This occurred two weeks ahead of surgery.

Manufacturer narrative:
Pump model- 72400098, lot sn- 856159005, mfg date- 11/19/2013, exp date- 11/13/2018, gtin- (B)(4). Device not returned for evaluation

Event description:
It was reported that due to a malfunction the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Additional information was received that the patient was unable to put pressure on the cuff. This occurred two weeks ahead of surgery.